Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. Customer was asking for sensor replacement. Customer reported lost sensor signal. The device will not be returned for analysis.